Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. Customer changed supplies and delivered a 5-unit bolus to address the occlusion alarm, and resumed insulin delivery. Customer's blood glucose (bg) level was 286 mg/dl.